Event description:
While removing the protective sheath off of a 2.5 x 23mm cypher stent, the physician found that the stent was deformed. A different stent was used to complete the procedure. The product was not clinically used in the patient.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.